Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately 2 months post implant of this aortic bioprosthetic valve severe aortic regurgitation was noted. The surgeon stated that there was no malfunction of the valve, but the sutures were what caused the regurgitation. The valve was explanted and replaced with a non medtronic valve. No additional adverse patient effects were reported.